Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration] it was presumed that the image was distorted and interrupted due to poor contact by corrosion of the electrical contact and lock part failure of the video connector of the subject device. The investigation results were as follows; -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -by the inspection of olympus service operation repair center (sorc), it was found corrosion of the electrical contact and lock part failure of the video connector of the subject device which caused poor contact which caused distorted and interrupted image. -it was confirmed that the electrical contact of the video connector had been repaired on february 18, 2015. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at sorc. It was duplicated the reported phenomenon. It was found corrosion of the electrical contact and lock part failure of the video connector of the subject device which caused poor contact and occurred distorted or interrupted images. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the subject device was intermittent when the video connector was swing with s7pro endoscope (it was not occurred with elite series endoscope). The occurrence date of the event is unknown. There was no report of patient injury associated with the event.